Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the biomed sent in data files showing repeated episodes of data where the control panel was not communicating with the control panel. It would have been possible that was a result of the alarm 00 observed by the clinical staff. It was stated that they would ship a loaner and bring that device back for warranty assessment. Cooling was started around 8am. The device continued to power off. Few times an error screen would come up with a beeping sound. The screen read communication failure. It had done that around 4 times. The device was plugged into a red wall outlet. The only alarm in the event log was alarm 0. Suggested changing to another device if they had one available and send that one to biomed for inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they stated the biomed sent in data files showing repeated episodes of data where the control panel was not communicating with the control panel. It would have been possible that was a result of the alarm 00 observed by the clinical staff. It was stated that they would ship a loaner and bring that device back for warranty assessment. Cooling was started around 8am. The device continued to power off. Few times an error screen would come up with a beeping sound. The screen read communication failure. It had done that around 4 times. The device was plugged into a red wall outlet. The only alarm in the event log was alarm 0. Suggested changing to another device if they had one available and send that one to biomed for inspection.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they stated the biomed sent in data files showing repeated episodes of data where the control panel was not communicating with the control panel. It would have been possible that was a result of the alarm 00 observed by the clinical staff. It was stated that they would ship a loaner and bring that device back for warranty assessment. Cooling was started around 8am. The device continued to power off. Few times an error screen would come up with a beeping sound. The screen read communication failure. It had done that around 4 times. The device was plugged into a red wall outlet. The only alarm in the event log was alarm 0. Suggested changing to another device if they had one available and send that one to biomed for inspection.